Manufacturer narrative:
Vyaire medical file identification: (B)(4). Service technician was able to verify customer's reported problem "unit will not apply peep." Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 156 hours extended tests at customer's settings with no abnormalities. Vent failed troubleshooting final test peep pilot pressure tests and pressure & oxygen blending performance tests. Internal inspection revealed solenoid mount is not properly connected to power board.

Event description:
The customer reported that the ltv 1200 unit will not apply peep. Constant low peep alarm. There is no patient involvement in this reported event.